Manufacturer narrative:
User facility listed in initial reporter. (B)(4). Patient information not provided. UDI not provided. Re-processing information not provided. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter during an urology case, the reload snapped. The plastic part of the reload is stuck in adapter. Nothing fell into the patient cavity. There was no patient injury. Details on how the damage was treated/corrected. If yes, is the damage permanent/irreversible? Was there blood loss of 500 cc or more due to the product problem? If yes, did any additional blood loss resulting from this product problem require a blood transfusion? Was surgical time extended by more than 30 minutes due to the product problem? Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?)